Event description:
It was reported that during a ptci procedure in the right coronary artery, after predilatation with a dilatation catheter, the 2.25x18 pixel was advanced over the guide wire, but it would not cross the lesion. The pixel was advanced to the lesion, but it would not cross the lesion . The system was retracted, and it was noted that the stent had come off the sds and was in the coronary on the guide wire. A 10 mm snare was advanced over the system and the stent was trapped on the guide wire. All products were retracted as a system. There was no patient injury reported.